Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the time was behind by 2 hours. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system time was behind by 2 hours. A technical support specialist dialed into the station, followed knowledge article 000012648 "device time is incorrect" and corrected the time zone according to customer to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.